Event description:
It was reported that during a single level kyphoplasty procedure at l2, shortly after the initial placement of bone cement had begun the patient's heart rate deteriorated and the procedure was immediately aborted. The patient was revived and stabilized after resuscitation and taken to the intensive care unit. It was reported that the patient recovered and remained hospitalized. It was later reported that the patient subsequently died in the hospital of unknown causes.

Manufacturer narrative:
Device not returned, follow up conversation with company representative and reporting physician.